Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call damage to the insulin pump. Customer¿s blood glucose was unknown at the time of incident. It was reported that the insulin pump drive support cap was damaged. No troubleshooting was performed. It was reported that the insulin pump was dropped. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with minor scratches on the lcd window cover and a constant blank flashing white light on the display due to cracked glass and a vertically cracked lcd controller. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant blank flashing white light on the display.